Event description:
It was reported that the m51psemired power wheel chair stranded end user in the middle of the street when chair just stopped. Service light indicator and battery light were illuminated.